Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between september 10, 2018 - september 11, 2018. The device was received for evaluation. Bag was cut at the top corner where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which reveled a leak at the spike port cap from the base of the spike port. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.